Event description:
(B) (4). This spontaneous case, reported by a consumer, concerns a male patient of unknown age and origin. The patient medical history was not provided. Concomitant medication included: insulin glargine for an unspecified indication. The patient took insulin lispro (humalog), 20 units in the morning, 10 units at lunch and 20 units in the evening, for an unspecified indication, at an unknown route of administration via a humapen luxura burgundy pen body (lot unknown), beginning on an unknown date. Beginning from an unknown date the patient had experienced lots of hypos. Insulin treatment was reduced to 10 units in the morning, 6 units at lunch and 12 units in the evening. The caller stated that the night prior to the initial report date, his blood test reading was 9.4 (no units) so he had used 12 units with this meal and within in one and a half hours, his sugars were down to 2.4 (no units). The patient collapsed but had no sensation of hypo. The patient enquired if insulin lispro could build up in the body and be causing the hypos and explain why he was needing less insulin. On an unknown date, time to onset unknown the patient experienced blindness. It was unknown if the blindness was experienced before or after the insulin lispro treatment. The events were considered serious for other medically significant reasons. Information on corrective treatment and other relevant findings was not provided. Two months after the initial report, it was reported that the patient was always breaking the stem of the humapen luxura pen when pressing the top. This happened when the patient put a new cartridge in the humapen luxura device and gently pressed the end of the plunger down which caused the shaft to break off. The patient stated that this had happened three times in the last year (dates unspecified) on both a luxura (product complaint (B) (4)/lot unknown) and luxura half dose (hd) (product complaint (B) (4)/lot unknown) pen device. It was not know whether or not the patient used the devices when broken. The patient stated that it could be because the humapen luxura device and the cartridge were not in line as he could not see to line them up as he was blind. The action taken for insulin lispro was not reported. The outcome of the events were unknown. The operator of the devices were unknown. It was unknown if the operator was a trained user. It was unknown how long the patient had used the devices. Since the devices are not being returned, evaluation for a malfunction is not possible. It was unknown if the devices were continued. Update 14-may-2010: additional information received from initial reporter on 04-may-2010. Added event of blindness. Updated suspect drug from insulin human to insulin lispro. Fields and narrative updated. (B) (4). Fields and narrative updated. Update 18-jun-2010: additional information received on 09-jun-2010. Added two suspect devices, product complaint numbers and information regarding problems with the devices. Updated the corresponding fields, narrative and psur comment with the same information. Upon post data entry quality check added suspect drug action taken in narrative. Edit 18-jun-2010: corrected the coding of insulin lispro. Update 28-jun-2010: upon review of information received 04-may-2010, corrected coding of device product number two from humapen luxura to humapen luxura hd. Amended narrative to indicate complaints were reported two months after initial report, and that it was not known if complaint products were used after breaking.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer, concerns a male patient of unknown age and origin. The patient medical history was not provided. Concomitant medication included: insulin glargine for an unspecified indication. The patient took insulin lispro (humalog), 20 units in the morning, 10 units at lunch and 20 units in the evening, for an unspecified indication, at an unknown route of administration via a humapen luxura burgundy pen body (lot unknown), beginning on an unknown date. Beginning from an unknown date the patient had experienced lots of hypos. Insulin treatment was reduced to 10 units in the morning, 6 units at lunch and 12 units in the evening. The caller stated that the night prior to the initial report date, his blood test reading was 9.4 (no units) so he had used 12 units with this meal and within in one and a half hours, his sugars were down to 2.4 (no units). The patient collapsed but had no sensation of hypo. The patient enquired if insulin lispro could build up in the body and be causing the hypos and explain why he was needing less insulin. On an unknown date, time to onset unknown the patient experienced blindness. It was unknown if the blindness was experienced before or after the insulin lispro treatment. The events were considered serious for other medically significant reasons. Information on corrective treatment and other relevant findings was not provided. Two months after the initial report, it was reported that the patient was always breaking the stem of the humapen luxura pen when pressing the top. This happened when the patient put a new cartridge in the humapen luxura device and gently pressed the end of the plunger down which caused the shaft to break off. The patient stated that this had happened three times in the last year (dates unspecified) on both a luxura ((B)(4)/lot unknown) and luxura half dose (hd) ((B)(4)/lot unknown) pen device. It was not know whether or not the patient used the devices when broken. The patient stated that it could be because the humapen luxura device and the cartridge were not in line as he could not see to line them up as he was blind. The action taken for insulin lispro was not reported. The outcome of the events were unknown. The operator of the devices was the patient. It was unknown if the operator was a trained user. It was unknown how long the patient had used the devices. Since the devices are not being returned, evaluation for a malfunction is not possible. It was unknown if the devices were continued. Update 14-may-2010: additional information received from initial reporter on (B)(6) 2010. Added event of blindness. Updated suspect drug from insulin human to insulin lispro. Fields and narrative updated. Update 14-may-2010: (B)(4). Fields and narrative updated. Update 18-jun-2010: additional information received on 09-jun-2010. Added two suspect devices, product complaint numbers and information regarding problems with the devices. Updated the corresponding fields, narrative and psur comment with the same information. Upon post data entry quality check added suspect drug action taken in narrative. Edit 18-jun-2010: corrected the coding of insulin lispro. Update 28-jun-2010: upon review of information received (B)(6) 2010, corrected coding of device product number two from humapen luxura to humapen luxura hd. Amended narrative to indicate complaints were reported two months after initial report, and that it was not know if complaint products were used after breaking. Update 19-jul-2010: additional information received on 16-jul-2010. Added device specific safety summary to case for both devices. Updated EU/ca fields. Added information on improper use to case. Added patient was the operator of devices. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Analysis summary: a customer stated they placed a new insulin cartridge in their luxura hd device and when pressing the end of the plunger down the injection screw broke. The customer stated he is blind and cannot see if the cartridge and pen are lined up correctly. In addition, the customer reported experiencing hypoglycemic reactions. The actual device was not returned to the manufacturer for investigation and the batch number is unknown. Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. There is evidence of improper use. The user of the device reported being blind. The package literature states the humapen luxura hd is not recommended for the blind or visually impaired without the assistance of a sighted individual trained to use it. Use of this device by a blind or visually person can result in an underdose or overdose.